Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. In this case, a second valve (non-medtronic) was successfully implanted valve-in-valve. This event does not indicate device failure or malfunction.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, mild paravalvular leak (pvl) was noted. Two weeks post-implant, severe pvl was noted and a second valve was successfully implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.